Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin the t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. The t:slim g4 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. During troubleshooting with tandem technical support, review of pump data indicated that the customer had overfilled the cartridge. Reportedly, the customer pulled 100 u of insulin out of cartridge and was refilling the cartridges before prompted by the pump during the load sequence. The customer was instructed to not refill or reuse cartridges and to not pull insulin out of used cartridges. The customer was instructed to load a new cartridge and was able to load a new cartridge successfully. The customers blood glucose level was not impacted.